Manufacturer narrative:
The reported stuck lead due to setscrew anomaly was confirmed in the laboratory. Visual inspection identified epoxy material inside the connector block threads. This material in the threads resulted in the setscrew being locked in place which prevented removal of the lead. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-implant, the right ventricular lead dislodged. During the right ventricular repositioning procedure, the right ventricular setscrew on the pacemaker was unable to be loosen and the physician was unable release the right ventricular lead from the pacemaker port. The lead and the device were explanted and replaced. Patient was did not experience any adverse effects or symptoms.

Manufacturer narrative:
Correction: date of implant should have been (B)(6) 2018 on first follow up MDR submitted on sep 10, 2018 rather than blank. Correction: date of explant should have been (B)(6) 2018 on first follow up MDR submitted on sep 10, 2018 rather than blank. Correction: results code: biological contamination was incorrect; the correct results codes are - operational problem identified and screw. Correction: conclusions code: manufacturing deficiency was incorrect; the correct conclusions code is cause traced to component failure.